Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). Analysis conclusion: no related complaint received with return of device. Conclusion: failure event observed during analysis. Final analysis found lead insulation degradation at 4.5 cm from the connector pin.